Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32009. It was reported that the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the entire scs system was explanted and replaced with another manufacturer's system. No additional information is available.

Manufacturer narrative:
Correction: d7 - date of explant: explant date should have been 05feb2018 instead of (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.